Manufacturer narrative:
Additional information: model/lot #, device manufacture date. (B)(4). The customer¿s report of cracks in the spin collar was confirmed. Visual examination of the male luer revealed 2 short, thin cracks on the spin collar. There was no evidence of additional damage to the male luer components. The root cause of cracks in the spin collar could not be determined.

Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse noticed a small crack in the spin collar while disconnecting her patient from his chemotherapy. No harm to patient or user reported by customer.